Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During follow up on an unrelated issue the peritoneal dialysis (pd) patient's nurse reported a fluid leak. The pd nurse stated the patient was at the end of the treatment when they received the line blocked alarm and noticed the adapter had become loose and caused a leak to occur. The patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. The patient was able to complete treatment with new supplies. No adverse event reported at this time. The safe lock apd luer lock adapter was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.